Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, after clip deployment downward pressure was applied for approximately 5 seconds. The system was retracted; however, hemostasis was not achieved. Adequate nick and spread was not performed prior to introducing the starclose sheath. Hemostasis was achieved using manual arterial compression with a femostop. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. The device was not returned for investigation. Based on the reported information and the inspection criteria a probable cause for the reported event and associated patient effects is attributed to the user not performing adequate nick and spread before introducing the starclose sheath; in addition, the user not performing a femoral angiogram may have been a contributing factor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.